Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that when the rn was checking the patient she saw drops of blood dripping from the y-port of the tubing. The rn noticed the white piece of the y-port "came apart". There was no patient harm reported.

Manufacturer narrative:
The customer¿s report of a smartsite white piece came off was confirmed. During visual inspection, it was noted that the distal smartsite fla female luer adapter was completely separated from the y-body. The fla was not returned back for analysis. No cracks where observed on the body or evidence of any tool marks. No functional testing was able to be performed on the set. The root cause of the customer¿s report of a disconnection was identified as a weak weld during manufacturing. It has been determined to be a combination of errors that occur during automated assembly which, when aligned, create physical interference that has the potential to pop a fully welded cap off of the body.

Manufacturer narrative:
(B)(4)

Event description:
Maude report event description: "smartsite, y-port, white piece came apart without rn knowledge. With next patient check rn noticed blood dripping out of y-port site. Minimal blood loss."